Event description:
Pt reported seven infusion sets occluded during a four week period. He indicated that his blood glucose was elevated into the 400's mg/dl. His normal range is below 150 mg/dl. Pt did not report experiencing any symptoms associated with the elevated blood glucose. He stated that he would replace the infusion set to address the issue. Pt reported that he recently was diagnosed with grave's disease and indicated that he was working with his dr to manage the situation. No medical assistance was required. Product was requested to be returned for eval.